Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - device problem code: 1494 - off-label use, acd<3.0mm. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -7.0/2.0/093 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens was replaced vertically with a same length lens due to excessive vault in a second surgery on (B)(6) 2023. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: device evaluation: the lens was returned dry in a microcentrifuge vial . Visual inspection found the haptic bent. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).